Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: black particles, crease flat and broken shell. A. Weight measurement identified device was underweight. Microscopic analysis was performed which identified sharp edge with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge broken with non-penetrating nicks due to surgical impact non-penetrating nicks.

Event description:
Healthcare professional additionally reported pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Device remains implanted.